Event description:
Six patient samples with discrepant results for estradiol. Patient a, in 2008, initial result gave < 5.00 pg/ml; repeat gave 100.5 pg/ml. Patient 2, in the same day, initial result gave < 5.00 pg/ml; repeat gave 138.7 pg/ml. Patient 3, in the next day, initial result gave < 5.00 pg/ml; repeat gave 346.6 pg/ml. Patient 4, in the next day, initial result gave < 5.00 pg/ml; repeat gave 1681 pg/ml. Patient 5, at approx one week later, initial result gave < 5.00 pg/ml; repeat gave 259.1 pg/ml. Patient 6, in the same day, initial result gave <5.00 pg/ml; repeat gave 22.03 pg/ml. Erroneous results were not reported. The field service representative was unable to determine root cause. Performance tests were performed, and within specification.